Event description:
It was reported by the patient that they were told their pump needed to be moved down and re-sewn in place because, it had flipped so many times. They had to fill it under the fluoroscope. The patient did not give an exact date of when this happened. The patient stated that when they did a drug test, she was told they found valium in her system and then she was told it was morphine sulfate. The patient noted being told that her doctor will no longer treat her and the patient needs a refill in march. The patient stated she had proof of what was put into her system and wanted to meet with the doctors office and they will not meet. Additional information has been requested, but was not available as of the date of this report. The pump was delivering dilaudid and bupivacaine.

Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter (B)(4).